Manufacturer narrative:
(B)(4).

Event description:
It was reported that after successful dft testing, patient received a message noting that the capacitor charge time limit had been reached. A capacitor maintenance was performed and the alert was cleared. Device remains implanted.